Manufacturer narrative:
H3: product analysis of part#: 559200008, lot#: unknown, visual and optical inspection confirmed the c ring of the mas screw has been damaged. The damage to the screw head is consistent with overload. Radiographic image review: lateral x-ray l4-s1 fusion, l4-s1 and l5-s1 interbody grafts. One of the l4 set screw is out of the screw tulip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for spinal therapy. It was reported that one of the set screw disengaged from the pedicle screw. Surgeon removed all set screws from the unilateral side and replaced all three. It was noted that there may have been too much lordosis for the load on the set screw. There were no further patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that the other set screws were explanted as there may have been too much lordosis from the rod and the set screws loosened. The patient was still suffered from mild back pain. Pre-op diagnosis was mild back pain and surgeon noticed that the set screw was dislodged in a post op scan. He removed all set screws on the unilateral side by putting a new rod and new sets screws . Additional information was received via manufacturer representative that post analysis the other two set screws were damaged.